Manufacturer narrative:
E.1.: initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, liquid invasion into the light guide plug caused the image blackout and the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had blackout image. This issue occurred during inspection for use. There were no reports of patient involvement.